Event description:
It was reported a 'call your doctor' icon and a power-on-reset (por) condition information screen was displayed to the patient. The patient had been in overdischarge but was able to fully charge the device. The por condition was cleared with the recharger, but when the patient went to turn on the stimulator he got a por warning screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).